Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to a defective u202 component on the distribution node pca. The root cause for the defective component could not be positively identified. There as no adverse event that resulted from the electrode belt.